Event description:
Arctic sun machine malfunctioned (error code 80), cooling baby beyond goal parameters. Baby's core temp kept going down with the lowest at 29.6 c. Arctic sun support confirmed machine malfunction after going over settings and troubleshooting machine.